Manufacturer narrative:
The device has been forwarded to baxter product analysis lab for further testing. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
The condition of failure code 703:00 was confirmed through the event history but not duplicated due to corrosion at j10 (connector), f2 (fuse), d6 & c43 components in the channel a pump head module printed circuit board. This was due to fluid ingress. No repairs have been made to the device at this time, due to back order parts. This device utilizes user interface module master software version 5.04.00 categorized as unremediated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of "fc 703:00." (B)(4).

Event description:
During review of the event history by baxter service it was determined that a failure code 703:00 occurred during delivery causing an interruption of delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.